Manufacturer narrative:
The customer was advised of places to purchase different size breast shields by the customer service representative. Customer stated she would speak to a lactation consultant first. In follow up with the customer, she stated she spoke with a lactation consultant who believed the issue was due to improper breast shield sizing. The customer tried smaller breast shields but felt the original ones are better. The customer was prescribed fluconazole to treat the mastitis. A medela clinician spoke with the customer who indicated the issue of mastitis had been resolved. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported to customer service that she had gotten thrush a month after using the breast pump. In further follow up with the customer, she stated she was diagnosed with and treated for mastitis.